Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the endoscope surgical manipulator (esm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Upon visual inspection, found monopolar port the golden pin inside was broken or it deep inside not show out, which are causing the reported failure. The front enclosure assembly will be replaced. The esm had the broken pin inside the monopolar port to be the root cause of the issue.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the customer encountered issues with the monopolar energy when the erbe generator and the energy shield monitor (esm) went blank. The customer restarted the system and the erbe and esm powered on but the esm led was still yellow. The technical service engineer (tse) had the customer verify the connections on the esm, replace the instrument, and replace the energy cable but the issue persisted. The customer hard power cycled the vision side cart (vsc) and erbe, then move the monopolar cable to the second port but the issue still remained. The customer continued the case with bipolar energy only the procedure was completed with no reported injury.